Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The field service engineer found an issue with the electrodes and potential ise flow path contamination. He replaced sodium, chloride, and reference electrodes, performed ise flow path wash, and ran multiple green racks. The ise checks had no issues and precision testing and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The sample was repeated on a different cobas c503 analyzer. The initial sodium result was 149.0 mmol/l and the repeat result was 136.4 mmol/l. The questionable results were reported outside of the laboratory and were questioned by the ER physician. This medwatch will address the questionable sodium results. Refer to the medwatch with a1 patient identifier (B)(6) for the chloride results.